Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2019 with blood glucose of 20 mg/dl. Customer was found unconscious was not able to treat. Customer was treated with manual injection in the hospital. It was reported that the test results were normal in the hospital leading doctors to believe that the low blood glucose was caused by the insulin pump. Customer is alleging over delivery of insulin pump due to the spike on his blood sugar. Troubleshooting was performed and customer reported that insulin was dripping or squirting from the end of the set before connecting. Customer was not able to upload to carelink. Reservoir was expected to return for failure analysis.